Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog# 75446545, 510k# k042025, UDI # (B)(4). Was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during use of the reported products. The pre-op diagnosis was mentioned as l4 / 5 cage movement. It was reported that, l4 / 5plif fusion in the case of re-decompression was performed on (B)(6) 2021. L4/l5 cage movement was seen during follow-up. There was looseness of screw also reported. The l4/l5 screw was removed, and screws were placed again into l3/4/5/s. Cage was inserted again during re-operation. Revision surgery was performed on (B)(6) 2022 and the cages were re-inserted. The looseness of screw was identified during the revision surgery. The cages were implanted and remains in service and the screws, rod were explanted ¿ complete. There were no patient symptoms reported as a result of this event. No further complications reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog# 75446545 , 510k# k042025 , UDI# (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during use of the reported products. The pre-op diagnosis was mentioned as l4 / 5 cage movement. It was reported that, l4 / 5plif fusion in the case of re-decompression was performed on (B)(6) 2021. L4/l5 cage movement was seen during follow-up. There was looseness of screw also reported. The l4/l5 screw was removed, and screws were placed again into l3/4/5/s. Cage was inserted again during re-operation. Revision surgery was performed on (B)(6) 2022 and the cages were re-inserted. The looseness of screw was identified during the revision surgery. The cages were implanted and remains in service and the screws, rod were explanted ¿ complete. There were no patient symptoms reported as a result of this event. No further complications reported.